Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both leads exhibited high impedance. As such surgical intervention was undertaken wherein both the leads were explanted and replaced, thereby restoring effective therapy.